Event description:
It was reported that the pump battery would not charge. There was no reported adverse impact to the customer's blood glucose level. The issue was resolved when the customer plugged the laptop into a power source, allowing the pump to begin charging, and no further assistance was required.